Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event summary: it was reported that the product was implanted on (B)(6) 2019. Patient experienced a dislocation, and underwent a closed reduction on (B)(6) 2020. During the closed reduction, the active articulation insert separated from the ceramic head. A revision was then performed on (B)(6) 2020 where the active articulation bearing and head components were removed and replaced. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that the product was implanted on (B)(6) 2019. Patient experienced a dislocation, and underwent a closed reduction on (B)(6) 2020. During the closed reduction, the active articulation insert separated from the ceramic head. A revision was then performed on (B)(6) 2020 where the active articulation bearing and head components were removed and replaced. In vivo time of this device is 3 months. Warsaw complaint is registered under (B)(4) for active articulation bearing. The investigation results did identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to dislocation.